Event description:
It was reported that the right ventricular lead exhibited noise. Noise was seen on a real-time egm, but was not reproducible via isometrics. There were no other electrical anomalies. The patient experienced presyncope. The patient presented in the hospital for a lead revision on (B)(6) 2018. The revision was abandoned because the left subclavian vein was occluded. The lead was reprogrammed. The patient was stable and would continue to be monitored. Lead replacement was discussed.